Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro metal wire jaws bent. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and slight evidence of blood were observed on the metal part of the shaft. The heater wire was flexed away and bent away from the hot jaw, but remained attached at the base and tip of the hot jaw. No other visual defects were observed. Based on the condition of the device as found, the reported failure "material twisted/bent" was confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro metal wire jaws bent. A replacement device was used to complete the procedure. The hospital did not report any patient effects.